Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to connector board during visual inspection. The insulin pump was also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.